Manufacturer narrative:
(B)(6).. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph could not objectively confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor presented a no flow during patient infusion. It was further reported that the infusor "did not run through". The device had been filled with 8000mg of flucloxacillin in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.